Event description:
It was reported that during a setup of a vented paclitaxel set the connector at the patient end would not extend, therefore preventing it from being attached to the port on peripherally inserted central catheter (PICC). The reporter stated that the end of the line was fused. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. Functional testing was performed, and the device was found to meet specifications. The reported condition was unable to be verified for the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.